Event description:
It was reported that a malfunction alarm occurred but there were no notable events prior to it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to call back if any issues arose again. The customer acknowledged and understood the instructions and was allowed to continue using the pump.